Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, on the second firing, the device cut and dit not staple. No pt consequences were reported. Device will be returned.